Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose at time of incident was 10.4mmol/l. The customer report needle stayed inside the serter after removing pedestal off sensor. Customer stated sensor came apart. Customer was able removed needle tub out of serter. Customer inserted another sensor and had no problem. The customer was advised to return sensor for analysis and we will send him a replacement.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found needle separated from sensor base. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.